Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastrectomy, while disseminating the distal stomach, the device, though the surgeon was able to press the green button, cannot squeeze the handle, thus the device was not able to fire. Another device was found to have an issue with its seal (package seal). Replaced by a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.